Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off subsequently resulting in the customer going to the emergency room. The customers blood glucose (bg) level was 479 mg/dl. Customer administered a manual injection to address the issue, however was treated with an insulin drip of saline and insulin at the emergency room. Tandem technical support provided customer with best battery practice tips. Customer acknowledged. Customer was released the next day with no permanent damage.